Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when trying to fire the load, it stopped in the middle of the shot, making stapling impossible.